Manufacturer narrative:
As reported, capsure fasteners were cracking. Based on the photo provided a broken fastener is present. A second fastener is visibly twisted likely from the removal process. A definitive cause as to why the caps were seen detached in the photo cannot be determined. The subject product is said to be available however, at this time it has not been returned. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia tapp procedure, capsure fixation device was used. It was reported after fixating five fasteners successfully, the capsure fasteners may have caught at the tip and were breaking based on x-ray phot, and loose fasteners were removed from the patient's body. The procedure was completed using another capsure device.

Manufacturer narrative:
As reported, capsure fasteners were cracking. Based on the photo provided a broken fastener is present. A second fastener is visibly twisted likely from the removal process. A definitive cause as to why the caps were seen detached in the photo cannot be determined. The subject product is said to be available however, at this time it has not been returned. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the broken fastener finds the break is the result of the coil wire failing just under the head of the fastener. Based on the sample evaluation the most likely cause of the fastener failure is the fastener being driven into a hard structure such as bone and the device torque being high enough to cause failure of the coil wire under the head. The device functioned as intended during simulated use testing and did not reproduce the deployment of broken fasteners. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia tapp procedure, capsure fixation device was used. It was reported after fixating five fasteners successfully, the capsure fasteners may have caught at the tip and were breaking based on x-ray photo, and loose fasteners were removed from the patient's body. The procedure was completed using another capsure device. There was no patient injury.